Manufacturer narrative:
The t:slim flex pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to bolus but was informed that due to the insulin on board (iob) the bolus was unnecessary. The customer decided not to bolus and allowed the pump screen to time out. The customer received an incomplete bolus alert. The customer contacted tandem technical support to request to turn off the incomplete bolus alert. Tandem technical support guided the customer to close the alert and tap back in order to not continue the bolus request. The customer reported a blood glucose level of 318 mg/dl at the time of the reported event.